Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device is expected to be replaced promptly and returned to boston scientific for analysis. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
This device is in the possession of the patient, and therefore is unavailable for return.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device is expected to be replaced promptly and returned to boston scientific for analysis. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This ICD was successfully replaced. No additional adverse patient effects were reported.